Event description:
Related manufacturer reference numbers: 2017865-2024-39652. It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead had a different size that it was labelled as. It was also found that the rv lead and right atrial (ra) lead insulation was damaged. Both leads were not implanted and alternates near at hand were implanted instead on (B)(6) 2024. Patient condition was stable.

Manufacturer narrative:
The reported event of insulation damage was confirmed, but the reported event of different product size was not confirmed. A full lead was returned in one piece for analysis. Visual examination of the lead found procedural damage to the outer insulation at 22.7 cm from the connector pin. Specification measurement and electrical testing were normal with no anomalies found. The cause of insulation damage is consistent with procedural damage.